Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-02538.

Event description:
Related manufacturer reference number 3006705815-2019-02539. It was reported during the revision procedure, both leads were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02539. It was reported that the patient was experiencing intermittent stimulation. Lead diagnostics displayed slight lead migration. Surgical intervention took place on (B)(6) 2019 to revise the leads.